Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2017-00072 - 3004485144-2017-00077.

Event description:
It was reported that an extension sleeve damaged the threads of a closure top during surgery. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report six of six for this event.

Manufacturer narrative:
The returned sleeve was evaluated. There were no signs of damage found on the sleeve. The sleeve functioned as expected when it was tested by assembling it with a pedicle screw and threading a closure top through the assembly to its final location. The complaint cannot be confirmed as the event could not be replicated. A review of the manufacturing records did not identify any issues which would have contributed to this event.